Manufacturer narrative:
The investigation for the aic damage has been completed. Console logs from the reported day of event do not show any alarms or errors that would allow to associate them with console accidental fall. Data logs also show an event when ambient pressure momentarily changes, which may be related to the fall. The console was returned for evaluation. Upon visual inspection, there was no visible damage observed and after optical bench replacement console operated within specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a console (aic) being used on 40 year old male patient implanted with an impella 5.5 due to heart failure. It was reported that the console tipped over and fell on the floor. The aic was replaced and support with the 5.5 pump continued without any harm or injury to the patient.